Manufacturer narrative:
This report is a response to report # (B)(4) which was received by amt from the FDA on 04/22/2020.

Event description:
Per medwatch report #: (B)(4): "nurse unwrapped patient and discovered g tube in bed. Surgeon called and replaced tube."